Event description:
During the inspection of the ventilator, it was revealed that ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). Liquid spill on the expiratory channel, power control and inspiratory and expiratory pressure transducers printed circuit boards (pcbs) were found. The pcbs are defective and require a replacement. A visual inspection confirms the reported liquid spill problem. The pcb were not further investigated since ingress of liquid on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on expiratory channel, power control and inspiratory and expiratory pressure transducers pcbs.

Event description:
Manufacturer's ref. #: (B)(4).